Event description:
It was reported to philips that the device was experiencing intermittent shock failures during operational testing. There was no patient involvement. A field service engineer (fse) was dispatched to the customer site. The device was tested and the fse was unable to reproduce the reported problem. Based on the available information, the fse was unable to duplicate the reported problem. The device passed testing with no replacement parts required related to the event. As the reported problem was unable to be reproduced, the cause could not be determined. Philips is unable to rule out that a malfunction did not occur. The device remains at the customer site and no further evaluation is required at this time.